Event description:
The procedure was percutaneous transluminal angioplasty to the left common iliac artery. Access site and vessel size were unknown. However, vessel characteristics were noted as heavy calcification and vessel tortuosity with 99% stenosis. A guidewire was inserted across the lesion via a 7french sheath, and the stent was deployed at the origin of left common iliac artery. A powerflex p3 dilatation catheter was selected for postdilatation. However, during inflation with an indeflator, the balloon ruptured at two atmospheres, below rated burst pressure. Therefore, another powerflex p3 dilatation catheter (same size) was used for postdilatation with an infl-kit/braun indeflator, and this, too, ruptured below rated burst pressure at four atmospheres. Both ruptures were indicated as pinhole ruptures, as the physician indicated that the balloon catheters became in contact with the stent strut. The procedure was successfully completed without incident to the patient. Additional information indicated that both powerflex p3 dilatation catheters were prepped according to the product instructions for use.

Manufacturer narrative:
The intended procedure was angioplasty/stenting of a left common iliac artery lesion. There was heavy calcification, mild vessel tortuosity and a 99% stenosis. A palmaz stent was successfully implanted at the origin of the left common iliac artery. The stent was to be post-dilated with a powerflex p3 balloon. The product was prepped according to the instructions for use (IFU). The balloon catheter was advanced to the stent and inflated with an indeflator. However, a pinhole rupture occurred in the balloon at 2 atmospheres. Another powerflex p3 (same catalog number) was used, however, it too had a pinhole rupture at 4 atmospheres. The physician thought that the balloons came in contact with a stent strut and decided to end the procedure. The products were not returned for analysis. However, a review of manufacturing route was completed and results indicated that the product met quality requirements for product acceptance. This review was extended to the subassembly part with lot number 0104060645 and confirmed that subassemblies met quality requirements for product acceptance as well. Additionally, balloon burst pressure tests passed. A definitive conclusion cannot be drawn between the devices and the reported events; however, it appears that vessel characteristics and procedural factors may have been contributing factors. Therefore, please note that this is the second of two products involved with this reported event, which is associated with mfg report no. 9610978-2006-00409. Note: the affiliate inititally reported that two 4202040s powerflex p3 dilatation catheters were used during the percutaneous tranluminal angioplasty procedure to a left common iliac artery and ruptured. Both were timely reported under mfg report no. 9610978-2006-00409. However, add'l info was obtained and confirmed on nov 2, 2006, by the affiliate and indicated that the lot number for the second 4202040s powerflex p3 dilatation catheter was unk. Consequently, this medwatch report was created for the powerflex p3 dilatation catheter with the unk lot number.